Manufacturer narrative:
H.6 investigation summary: customer claims a sunken/wrinkle septum defect and leakage. Two photos of an inoculated bottle with a sunken septum defect were received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention/returned samples when visually inspected for wrinkle/sunken septum and leakage. Vacuum draw was performed with satisfactory results. Five samples were randomly collected and inspected for caps seal with satisfactory results. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is confirmed based on photos received. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that during use with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), the bottle was damaged causing patient sample to leak out. There was no report of impact to patient or user. The following information was provided by the initial reporter: customer reports that bottle was never inserted into bactec instrument - bottle "was found to have ¿imploded¿", causing blood to leak into bag, transfer cassette, and tube system. Bottle was collected by phlebotomist who noted that she "doesn¿t believe that the stopper was pushed in when she inserted the transfer device onto the bottle to transfer the blood from the syringe into the bottle." Bottle contained patient sample tube stations was contaminated and had to be shut down for several hours for decontamination. No serious injury occurred. Patient did not have to be redrawn.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), the bottle was damaged causing patient sample to leak out. There was no report of impact to patient or user. The following information was provided by the initial reporter: customer reports that bottle was never inserted into bactec instrument - bottle "was found to have imploded¿, causing blood to leak into bag, transfer cassette, and tube system. Bottle was collected by phlebotomist who noted that she "doesn¿t believe that the stopper was pushed in when she inserted the transfer device onto the bottle to transfer the blood from the syringe into the bottle". Bottle contained patient sample tube stations was contaminated and had to be shut down for several hours for decontamination. No serious injury occurred. Patient did not have to be redrawn.